Event description:
It was reported that there was a syringe volume discrepancy and an over infusion on the same syringe pump. The ordered drug was dinutiximab in 50ml. It was noted that the pump detected a volume of 46.3 ml; however the observed volume in the syringe was 48 ml. The infusion of dinutiximab finished approximately an hour earlier than intended. The drug was infusing at a rate of 2ml/hr. There was no patient harm. It was reported that the clinical pharmacist was consulted regarding the dinutiximab dose completing faster than expected.

Manufacturer narrative:
Investigation conclusion: the customer¿s stated issue of syringe over infused was not confirmed through a review of the device logs or through testing. The log review found no programming errors that would explain a report of over infusion. The infusion was programmed for a volume duration set for 24 hours. Due to the calculated volume in the disposable syringe reading 46.1485 ml. The rate changed with user confirmation to 1.9229 ml. Functional testing consisting of rate accuracy testing performed on the source syringe module found the device operating in specification. The disposable syringe was not provided by the customer for investigation therefore could not be tested for this investigation. Disposable syringes used with the syr/pca that comply with iso 7886-1 also contain an additional +/- 4-5% volumetric accuracy at full scale (depending on syringe size). There is an accuracy requirement for the syringe module of +/- 2% of full-scale plunger travel per srd-1445. Device inspection: an internal and external inspection were performed on the source device. There were no observations of fluid ingress in the front cover or rear case. There was no contamination observed on the electronic or mechanical components. The knob return spring was no longer seated correctly. The male and female iui appears to have dried fluid on all pins and the male iui has isolation rib damage. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s complaint was not definitively identified in this investigation. The returned syringe module was thoroughly tested and inspected; no fault was found. Device history review: a review of the device history record showed the device had a manufacture date of 14apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n 14370912 was performed which confirmed that this device was not involved in a production failure that correlated to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was returned for evaluation.

Manufacturer narrative:
Concomitant medical devices: (2) syringes; (1) syringe tubing; (1) pca tubing. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no patient demographics provided.

Event description:
It was reported that there was a syringe volume discrepancy and an over infusion on the same syringe pump. The ordered drug was dinutiximab in 50ml. It was noted that the pump detected a volume of 46.3 ml; however the observed volume in the syringe was 48 ml. The infusion of dinutiximab finished approximately an hour earlier than intended. The drug was infusing at a rate of 2ml/hr. There was no patient harm. It was reported that the clinical pharmacist was consulted regarding the dinutiximab dose completing faster than expected.

Manufacturer narrative:
Correction on d11: omit /disregard these concomitants from d11 of initial report: (1) 8100; (1) 8120; (1) pri tubing; (1) syringes; (1) pca tubing.

Event description:
It was reported that there was a syringe volume discrepancy and an over infusion on the same syringe pump. The ordered drug was dinutiximab in 50ml. It was noted that the pump detected a volume of 46.3 ml; however the observed volume in the syringe was 48 ml. The infusion of dinutiximab finished approximately an hour earlier than intended. The drug was infusing at a rate of 2ml/hr. There was no patient harm. It was reported that the clinical pharmacist was consulted regarding the dinutiximab dose completing faster than expected.